Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a cryoablation procedure st elevation occurred. Approximately 10 minutes into the procedure an air leak occurred following by st segment elevation. The segment returned to baseline without intervention and the procedure was completed without a device replacement.

Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported air leak and st segment elevation remains unknown.